Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved. The customer advised that she is awaiting word from her insurance as she may have to get an insulin pump.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer states that her insulin is not aspirating when she put the pen needle onto her lantus kwikpen. The customer is not using compatible product. The package had not been open or damaged when received. The customer has been using the product since (B)(6) 2024. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.